Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The sample has been returned to the MFR for eval. The investigation is currently underway.

Event description:
It was reported that a balloon expandable stent detached from the rest of the delivery system while being advanced to the treatment site in the superior mesenteric artery. The delivery system and the 6f introducer sheath were removed and a 8f introducer sheath was inserted into the same access site. A snare was then used to retrieve the detached stent without further incident. Once the stent was removed, a pta balloon was advanced and used to perform angioplasty within the sma without further incident. The pt is reported to be in good condition.